Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer family member reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 450 mg/dl, during the call we monitored her blood glucose levels readings were 409 mg/dl and 408 mg/dl, after the insertion 370 mg/dl. Customer does not used auto mode. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer stated the drive support cap appears to be normal. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.